Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(6) hospital. (B)(6). Phone:(B)(6). Fax: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip prematurely deployed and fell off into the patient. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.